Manufacturer narrative:
The affected device was tested by the hospital¿s biomed and the log file was sent to the manufacturer for detailed analysis. During a device test run the reported problem could not be reproduced. The log file confirms that the device performed multiple warmstarts within four minutes starting on (B)(6) 2021 at 5:41 pm. After the restarts the ventilation continued as previously set until (B)(6) 2021 at 12:52 pm, at which time the device performed five further warmstarts which resulted in the user switching it off. Based on the log entries it is likely that the root cause for the deviations was an electrostatic discharge from the user or an electro-magnetic disturbance from another device above the immunity level according to iec 60601-1-2 applicable at the time the device was manufactured (2006). The device reacted as specified to this deviation by initiating a warmstart to ensure proper integrity of the internal data after the electrostatic discharge. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the warmstart (duration approx. 8 seconds) the ventilation is continued with the latest parameters. Immediately after the start of ventilation, the alarm "mv low" is triggered until the applied gas volume is greater than the set lower minute volume limit. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device repeatedly cycled on and off during use. There was no patient injury reported.